Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600 mg/dl with a high level of ketones. Reportedly, cause of elevated bg level was customer's non-tandem continuous glucose monitor was not working, making it harder for customer to manage bg levels. Bg was treated with manual insulin injections. Reportedly, customer left the ER with customer in stable condition (bg 127mg/dl).